Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and no air. It was also reported that the cassette was removed, placed back on, tubing massaged, cassette reattached, and pump was restarted but the pump continued to alarm. No patient consequences were reported. No adverse effects were reported.